Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A device history record (DHR) review and lot number review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The device was returned for evaluation. The received device was visually examined, and the following was observed: the liner fully expanded as designed. The distal tip was split. There was liner stretching at 5cm from the strain relief. The liner was partially delaminated at the location of liner bunching, 2cm in length. The strain relief was bunched 7.5cm from the hub. There was scratches along the sheath shaft. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was observed: the esheath+ distal tip appeared to be split. In this case, reported event of a distal tip split was confirmed per evaluation of returned device and provided imagery. During withdrawal of the reported bust commander delivery system balloon, it is possible that the altered profile of the balloon got caught on the sheath distal tip and led to the sheath distal tip split during delivery system retrieval into the sheath. Additionally, sharp calcified nodules could create small tears or weaken the sheath, making it more susceptible to splits during delivery system advancement and/or removal. As such, available information suggests that patient factors (calcification) and/or procedural factors (withdrawal of burst balloon) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards austria affiliate, during a transaxillary tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured during valve implantation at nominal volume. The valve was successfully implanted, however, during withdrawal of the delivery system, the team was unable to pulled it back through the 14fr esheath+ completely. The esheath+ and the commander were removed as a single unit. The patient had an injury at the left axillary vessel, and had to be reconstructed via surgery. The procedure went well, the patient was in a good condition. Per images received from the facility of the device, there was an esheath+ distal tip split, and the liner was partially delaminated.

Manufacturer narrative:
Investigation is still ongoing.